Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer¿s blood glucose level was 359 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
H3 other text : device not returned.